Manufacturer narrative:
A field service technician completed a full system check on site following the event. The system has not been used since the event. Pressurized infusion and adaptive fluidics as well as the ultrasound/coagulation/vacuum values/vitrectomy all readings were within specification. All functional tests passed. System check. Electrical safety test performed. The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility in (B)(6) reported a burn to the patients cornea due to low infusion leading to the handpiece heating. Four stitches were required to close the wound. One day post-op: there was presence of a leakage of the eye.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.